Event description:
It was reported that during an open reduction internal fixation (orif) of the left hip - intertrochanteric left hip fracture, the helical blade coupling screw broke while inserting the helical blade. All broken pieces retrieved. The helical blade was fully inserted. An extra 45 minutes - one and half hours was added to remove the coupling screw from the helical blade and helical blade inserter. The coupling screw was removed with a screw removal set. While removing the devices, other device became damaged. The buttress/compression nut bent and the connecting screw, blade guide sleeve, aiming arm and insertion handle were all damaged. This is 2 of 7 reports for the same event.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with damage to the 28.6mm to 28.7mm diameter surface. Damaged also noted on the knurled 43mm diameter and the 5.2mm inside diameters. The nut cannot be removed/unthreaded from the blade guide sleeve. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn. This complaint is indeterminate from a manufacturing perspective.